Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed the reported alarm was a low drain volume alarm. A visual inspection, electrical and functional rite (return instrument test/evaluation) testing and simulated-use testing were performed and revealed no issues that could have caused or contributed to the reported issue. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The technical service representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.